Manufacturer narrative:
Correction information: h6: coding changed based on the investigation (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax video colonoscope model ec-3890li, serial number (B)(4). The timing and location of when the issue was observed were not provided. The customer requested an RMA to return the device for evaluation. Multiple good faith efforts were made to the customer with no additional information being provided in response. The customer owned endoscope was received by pentax medical for evaluation on 02-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image blackout and also documented the following inspection findings: pve electrical pin corroded, passed wet leak test, image intermittent, passed dry leak test, control body grip scratched, wrong scope case received, pve connector housing scratched, image distortion and audible noise when plugged to processor, bending rubber reserve discoloration. The device underwent repairs including the following components: o-rings and seals, bending rubber, pcb for ccd drive pb-free, electrical connector assy. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service, but the equipment has also been serviced by non-pentax facility. The endoscope is awaiting repair completion and approved by final qc as of 27-sep-2021.